Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm the product code and lot number of the device. What were the product codes/colors of the cartridges used to create the gastro-jejunostomy? Regarding technique used to create the gastro-jejunostomy; what staple cartridges/technique was used to create common channel? What was used to close the common opening (suture or stapler)? Were any staple formation issues identified in the primary procedure? Were any staple formation issues identified during the reoperation? During the reoperation, was a leak identified? If so, how was it addressed? What is the current patient status? Is the device available for return?

Event description:
It was reported that after a gastric bypass procedure, patient was submitted to gastric bypass same technique, nothing was changed. The staples and stapler worked normally and the surgeon performed the test of methylene blue at the end of surgery and there was no leakage in any line of the anastomosis. The patient was stable and was discharged. After ten days, the patient has an appointment with the surgeon to withdrawal the drainage and the stitches. The doctor detected that the drainage fluid was not normal during that time and was asymptomatic the patient´s evolution. The patient presented one day of fever and it was decided to perform an endoscopy and it was detected a leakage in the gastro jejunum. The patient was re-operated (new intervention) in that same day to do an exhaustive washing with nine liters of solution. The drainage remained. This happened on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Product code corrected. Additional information requested and received: were any staple formation issues identified in the primary procedure? No, none staple formation issues were identified. Were any staple formation issues identified during the reoperation? No, none staple formation issues were identified. Physician focus on bleeding and treat the bleeding and on fistula and treat fistula. He did not mention any staple formation issues identified. It was reported that an endoscopy was performed. Was it an endoscopy or laparoscopy? Endoscopy in both patients; this help to found bleeding and fistula. What were the indication for surgery for the reoperation? In case 1 (B)(4) was re-operated to eliminate bleeding and prevent more bleeding. Was the reoperation performed laparoscopically or open? This information was not provided, we tried to contact physician without success today, so, we will try to contact him to obtain this specific information. How was the reoperation completed (please explain how the anastomosis was done manually)? This occurred for case 1 (B)(4): he performed a manual reinforcement with suture in the grape line as a corrective treatment of bleeding. The physician did not provide specific data of name, code or lot of sutures used or the applied surgical technique. What is the current patient status? For case 1 (B)(4): patient is recovered. Is the device available for return? No, it is not possible to return because these products were discharged after surgery and adverse events were presented for case 1 (B)(4) 24 hours after surgery and for case 2 (B)(4), approximately 10 days after surgery. What were the product codes/colors of the cartridges used to create the jejunojejunostomy? The physician do not have record of this information and product was discarded after use. According traceability with commercial invoices following products were distributer to this user for case 2 (B)(4): pse60a p91m5g 1, pse60a n93h94 1, ecr60b n4m869 6, ecr60w m4j759 6. For case 1 (B)(4): pse60a n93h94 1, pse60a m92h7x 2. Pse60a n92x08 1, ecr60b m4hx0x 9, ecr60b n4m869 5, ecr60b m91374 2, ecr60w m4j759 3, ecr60w m4hz4y 2, ecr60w l4ea63 1.